Event description:
In 2009, the line was placed in a few day old, very small infant. The following month, the line was not reading well and leaking; 3 cm from the hub the line fractured, clean. Physician was able to grab the catheter indwelling with hemostats and remove it. Patient outcome is unknown at this time.

Manufacturer narrative:
The qc specification requires that each catheter is 100% verified to be free of damage and excess bumps or roughness. Additionally, the tip/endohole is 100% verified not to have splits, nicks or damage. The appropriate design controls have been completed and the product label contains graphical symbols requiring storage in a dark, dry and cool location. An "instruction for use" booklet is provided with this product that describes proper catheter placement, usage and maintenance techniques as well as the appropriate warnings and precautions. No product was returned, however, based on the information provided by the complainant, it is considered confirmed. We will continue to monitor for similar complaints.